Event description:
During a surgical procedure, while using a twist drill and handle with cannula, a pt suffered a burn to the tissue immediately surrounding the cannula.

Manufacturer narrative:
The shank portion of the drill has brownish rings indicating that an excessive amount of heat was built up between the drill and the cannula. If the drill is not irrigated adequately during the procedure, this can cause an unacceptable amount of heat to build up. The product insert that accompanies this product warns "copious irrigation is mandatory to alleviate excessive heat generation, which can lead to bone necrosis, and in the extreme cases, soft tissue burns through contact with the trocar and cannula." The inadequate application of irrigation during the drilling procedure is considered to be contributing factors to the heat build up in the trocar and the resulting burn to the soft tissue of the patient.